Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Since (B)(6) 2021. The patient reported that there was a hard, hot, painful, erythematous area on the right side of the gastrostomy orifice. On (B)(6) 2021, after pressing this area, there was purulent secretion. The patient was directed to surgical consultation, in which the patient was diagnosed a parastomal abscess. During the surgical consultation, the parastomal abscess was incised and drained and the patient received antibiotic ciprofloxacin 500 mg x 2 / day, for 5 days with instructions for peg care and gastrostomy. The patient was not hospitalized and duodopa therapy was not discontinued.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.